Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related mfg report: 1627487-2020-23326. It was reported that the patient experienced a decrease in therapy due to issues with their leads. The patient's leads were then explanted.